Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a labelling problem. There was no patient contact.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of ten for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: ten sealed maxcore disposable core biopsy instruments were returned for evaluation. Labels were evaluated by comparing the returned labels to the labeling device history records provided by the manufacturing site. Lots refq5223, refs4260, refq5219, refw3808, refv2080, refu0999, refv0301, refv0354, reft4743, and refu0373 have no alleged deficiencies; however, they were evaluated to ensure no labeling problems were present. No anomalies were identified on any bd labeling for the aforementioned lots. Based on the findings, the investigation is unconfirmed for the reported labelling problem as by comparing with manufacturing labelling device history records no deficiencies found with the returned devices. A definitive root cause for the reported labelling problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2024),

Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of ten for this event. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 02/2024).

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a labelling problem. There was no patient contact.